Event description:
The product has been discarded.

Manufacturer narrative:
B5 updated. Corrected data d4 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hematoma/asae was not determined due to insufficient clinical details, no product return, and no data logs available.

Event description:
An impella cp device was inserted into the right axillary/subclavian artery in a 61-year-old male patient with a past medical history of coronary artery disease (cad), presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient developed a hematoma at the axillary incision requiring k-centra and protamine. No blood products were given. Nine days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 3.1l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.